Event description:
Pt infection post implant, exact date of explain unknown but appears to exceed 1 month of center for disease control guidelines for surgical site infection of this type of device. Culture results revealed a virulent fast growing acid fast bacteria.